Event description:
It was reported that the suture split at the swage during a cardiovascular procedure. No adverse pt consequence were reported. The physician obtained a replacement suture and completed the procedure.